Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 23-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-jan-15, information was received from a patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator for spinal pain. It was reported that two weeks after implant, it felt like the stimulation helped reduce the patient¿s pain by 50%. After that, it was noted that he started having worse pain in bilateral extremities than before implant and the stim wasn¿t helping. The rep reprogrammed stim and impedances looked okay. A week later, the rep reported that x-rays looked unchanged from the implant, the patient was reprogrammed to the left side of the lead, and the stim didn¿t feel like helping their leg pain at all. In the end, the rep would continue to reprogram as needed for patient efficacy. There were no further complications reported or anticipated. On 2020-feb-20, additional information was received from the manufacturer representative (rep) reporting that the had an appointment with their doctor. An x-ray was taken and looked at by the doctor, who stated that the lead had moved. They stated that it was off to the right now. The patient was waiting to be scheduled for a lead revision with the doctor as the patient had not been getting efficacy from their device and had been reprogrammed on several occasions. Additional information was received from the rep on 2020-mar-09, reporting that the patient tried calling them at 10pm last night and left a voicemail seeming frustrated as they had not been able to get in touch with a rep and they couldn¿t get their stimulation to turn on. The rep indicated that they called the patient the first thing in the morning and instructed again that the on off button was on the top of the patient programmer. The patient acknowledged understanding and did not seem as angry as the night before. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 977c165, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead; product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that there was a revision of the lead to try to get it more midline. A new lead was used as the old lead was damaged with cautery during dissection. The lead was still off to the right and the hcp couldn't get it more midline. The patient was programmed post-op and will follow up for reprogramming as needed. No further complications were reported.